Event description:
Information was received from a consumer regarding a patient who was receiving an unspecified drug of unspecified concentration at an unspecified dose rate via an implantable pump for non-malignant pain. It was reported that the patient's pump was not working; specifically the part of the device that actually gives her the medicine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.